Event description:
Pt had tonsillectomy and adenoidectomy surgery performed with a harmonic scalpel. In the process suffered 2nd and 3rd degree burns to the inside and outside of face.

Event description:
Add'l info rec'd from rptr 6/4/01: rptr further stated that the dr originally told them that the nurse had assembled the device wrong, but then also stated that he had burned another child similarly approx 1 month prior using the scalpel. Complainant states child is still under dr's care for the burns which may require plastic surgery later. Discharge summary dictated by dr from the hosp states in part, "during the course of the procedure it was noted that the handpiece was heating up excessively. Also, inadvertently the right oral commissure sustained a localized burn from the harmonic scalpel touching the lip in that location. This appeared to be a primarily second degree type burn with the upper layer of the mucosa of the lip involved, extending slightly beyond the vermillion junction to the skin lateral to the commissure. Because of this and the fact that the handpiece appeared to be abnormally hot we discontinued use of harmonic scalpel and changed over to electrocautery. It was unclear when inspecting the handpiece why excessive heat had occurred. The handpiece had its tissue protector in place and appeared to have been assembled properly." It was noted from the discharge summary that the scalpel has different power settings, and according to the discharge summary, the power setting of five was used during this procedure.

Event description:
Add'l info rec'd from rptr 5/15/01: scalpel was used to remove the left tonsil. The dr from the surgery said that the scalpel got very hot in hand and had to stop using it. This is when dr noticed that it had left 2nd and 3rd degree burns to the right side of the mouth, inside and out.